Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that the device was prepped per IFU with no issues. However, after inserting the catheter into the pt, the proximal catheter balloon failed to inflate. Upon removing the catheter from the pt, it was evident the proximal balloon would not inflate because of a leak. Another catheter was used to complete the procedure.